Event description:
It was reported that pen ii organon puregon® pen second gen leaked. No serious injury or medical intervention was reported. Verbatim: "a patient received a training from the nurse for using puregon pen with puregon 900 iu cartridge . While the nurse completed to train the patient, for demonstration, she put the cartridge of puregon into the pen for training adjusting the dosage for 300 iu and returning to 0. She turned the dosage knob until the 300iu dosage and then turned the dosage knob backward to 0 (and not as instructed in the leaflet to continue to turn the dosage knob in the same direction past the 300iu mark, as far as it will turn). While completing , she tried to remove the needle and then a big amount of content was spilled from the needle. She noticed that most of the cartridge content was spilled (around two-thirds of the content). The nurse noted that she did not push the injecting button at any stage . She also noted that the content was spilled on the table but she was not exposed to the spillage."

Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ii organon puregon® pen second gen leaked. No serious injury or medical intervention was reported. Verbatim: "a patient received a training from the nurse for using puregon pen with puregon 900 iu cartridge . While the nurse completed to train the patient, for demonstration, she put the cartridge of puregon into the pen for training adjusting the dosage for 300 iu and returning to 0. She turned the dosage knob until the 300iu dosage and then turned the dosage knob backward to 0 (and not as instructed in the leaflet to continue to turn the dosage knob in the same direction past the 300iu mark, as far as it will turn). While completing , she tried to remove the needle and then a big amount of content was spilled from the needle. She noticed that most of the cartridge content was spilled (around two-thirds of the content). The nurse noted that she did not push the injecting button at any stage . She also noted that the content was spilled on the table but she was not exposed to the spillage."